Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Peer/ supervisor reviewer

Event description:
Healthcare professional reported through abbvie costumer service team "rupture", "capsular contracture baker grade IV" and "double capsule". Healthcare professional later reported enlarged lymph nodes. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The reported events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade IV and lymphadenopathy.

Event description:
Healthcare professional reported through abbvie costumer service team "rupture", "capsular contracture baker grade IV" and "double capsule". Healthcare professional later reported enlarged lymph nodes. This record is for the left side. Device was explanted.